Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-19970. It was reported that the patient presented to the clinic with a pocket infection and erosion with their left ventricular (lv) lead visible. The physician explanted and replaced the patient's system. The patient was stable throughout.